Event description:
It was reported that a patient underwent an atrial flutter (afl) procedure. The patient¿s medical history is unknown. It was stated that a skin burn occurred involving the ep-shuttle rf generator system-100w with a 3m-8144f indifferent electrode. The navx-system was also used. However, we do not know whether the st. Jude medical gen-box was used. The procedure was completed. Immediately after the procedure, no conspicuity or burnings were found. Later, the patient complained about pain in the area of the lumbar column. At this time, the burn was found. It was not clearly possible to determine whether this was a burning or a decubitus ulcer. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Therefore, in taking a conservative approach this event has been assessed as reportable.

Manufacturer narrative:
Additional information was received on april 14, 2015 stating that the reported 3 degree burns did not occur in the area where the indifferent electrode was placed. The electrode was placed left of the thoracic spine, whereas the burns occurred in the middle and on both sides of the lumbar spine. In addition, it was confirmed that the indifferent electrode was properly prepared per the instruction for use since the entire surface area of the grounding pad was in complete contact with the patients back. The event required conservative treatment at that time. Since the reported burns did not occur in the area where the indifferent electrode was placed, it can be concluded that the biosense webster products did not contribute to the burns present on the patient¿s body. Therefore, this event has been reassessed as not reportable. (B)(4). It was reported that a patient underwent an atrial flutter (afl) procedure. It was stated that a skin burn occurred involving the ep-shuttle rf generator system-100w with a 3m-8144f indifferent electrode. The navx-system was also used. However, we do not know whether the st. Jude medical gen-box was used. The procedure was completed. Immediately after the procedure, no conspicuity or burnings were found. Later, the patient complained about pain in the area of the lumbar column. At this time, the conspicuous spot was found. It was not clearly possible to determine whether this was a burning or a decubitus ulcer. Additional information has been provided stating that the reported burns did not occur in the area where the indifferent electrode was placed. The electrode was placed left of the thoracic spine, whereas the burns occurred in the middle and on both sides of the lumbar spine. The device was evaluated and no error was found. The device is within specification. The old nis board was upgraded. The device was subjected to a preventative maintenance, safety and functional testing and all tests passed. No malfunction was found on the device. The devices history record (DHR) review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(6). Concomitant products: non bwi-3m-8144f indifferent electrode; non bwi-navx-system. (B)(4).